Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the stent graft had migrated distally about 1cm and an endoleak had developed on the left side due to aneurysmal neck dilatation. The physician performed an intervention where an endurant aortic cuff was placed to the level of the right renal; however, the endoleak did not resolve. The right renal was then cannulated with a wire and an additional endurant cuff was then placed at the level of the left renal which was about 1.5-2cm above the right renal. A balloon expandable stent was then placed in the right renal to chimney above the 2nd endurant cuff. A reliant balloon was then placed and expanded in the graft at the same time of the renal stent balloon. A final angio was performed and a seal had been obtained with no endoleak. No additional clinical sequelae were reported and the patient is doing fine.